Manufacturer narrative:
There were no abnormalities observed with the analyzer. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 on a cobas 8000 c702 module. The sample initially resulted in a calcium value of 1.77 mmol/l. The sample was repeated, resulting in a value of 2.23 mmol/l. The sample was also repeated on a second analyzer, resulting in a value of 2.27 mmol/l.

Manufacturer narrative:
The serial number of the c 702 analyzer is (B)(6). Upon review of reaction monitor data for the sample results, the kinetics of the initial run were abnormal and the repeat run kinetics were not abnormal. A photo of the reagent cassette showed yellow crystals around the neck of the reagent cassette. The customer removed the crystals. Calibration and controls were acceptable, therefore a general issue with the reagent cassette is unlikely. The investigation is ongoing.